Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2021, customer had blood glucose level of 43.4 mmol/l. Customer was treated with insulin drip. Customer stated that the insulin pump had blank display. Customer stated that the contacts on battery cap was damaged. The insulin pump will not be returned for analysis.